Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that while using the letter pad on the pump touch screen, the letter pressed would not register. However, a different letter would register instead. Customer's blood glucose was 138 mg/dl. Reportedly, customer will continue to use current pump for insulin therapy.